Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred FREQUENTLY between (b)(6) 2026. The wearable was inserted into the abdomen which is off-label usage of the device, on (b)(6) 2026. On (b)(6) 2026, it was reported that the patient¿s CGM was reading LOW while the BG meter was reading 400 mg/dl. The patient was also wearing an Omnipod insulin pump. At some point the same day, the patient went to the Emergency room (ER) for evaluation as she was experiencing nausea and vomiting and she was eventually diagnosed with DKA. She was admitted to the ICU and treated with insulin. During her hospital admission, the patient continued to wear her sensor and reported that she continued to get inaccurate CGM values throughout her hospitalization when compared to the BG meter readings taken by the medical staff. The patient was discharged on (b)(6) 2026. The patient was frustrated and angry about the CGM inaccuracies at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the D zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of Diabetic Ketoacidosis.